Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, due to patient anatomy, the left ventricular lead could not reach the target position. It was also reported that the right ventricular lead could not find the right pacing position. The leads were not implanted and other leads were implanted. No patient complications have been reported as a result of this event.